Event description:
It was reported to technical services on (B)(6) 2012 that this ra lead has high impedances. X-ray was done and has been reviewed by (B)(6) and no atrial lead fracture evident and will continue to monitor. All other atrial lead measurements are normal. No pt adverse affects. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).